Event description:
Lead extraction case where the physician successfully extracted (using an lld-ez) and replaced the rv lead (6949- implanted 70 months), during closing, the blood pressure began to drop. An x-ray revealed an increase in the size of the heart wall and a tee was used to discover a small effusion at the anterior lateral aspect of the rv. A small amount of blood was estimated to be in the pericardium sack, so the CT surgeon was called. The patient¿s blood pressure remained stable, so the decision was made to observe the patient in the o.r for one hour without any further intervention. At the conclusion of the hour, the patient was extubated and placed in the ICU for further observation. The patient had recovered well the following morning and was discharged that afternoon. The physician suspected a self healing perforation of the rv.